Manufacturer narrative:
Additional info: the first ¿22mm of the driver has broken off. The fracture is consistent with overload. It has been identified that the slots have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver tip broke during set screw break off. The tip was retrieved. No patient complications were reported.